Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of thrombosis, as listed in the absolute pro instructions for use, is a known potential adverse event associated with the use of a stent in peripheral arteries and / or biliary tree. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional 3 absolute pro devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification, heavy tortuosity, and 90% stenosis in the superior femoral artery. Reportedly, the patient had long segment occlusion from the superficial femoral opening to the adductor canal. An unspecified guide wire passed smoothly. Angiography showed no obvious blood flow after the progressive balloon pre-expansion, so the elastic retraction of the vessel was considered. A 6.0 x 150mm absolute stent was implanted in the lesion but the proximal portion of the stent had poor wall apposition. Repeated dilatation was performed with poor effects. A 6.0 x 100 mm absolute was attempted to be deployed but the release knob [thumbwheel] could not be rotated. The doctor used great force to release the stent with difficulty. Another 6.0 x 60 mm absolute stent was implanted, and the radiography showed that only a line of blood flow remained. A 6.0 x 40 mm absolute stent was then attempted to be implanted in the proximal opening; however, the difficulty to rotate the thumbwheel was felt but the stent was deployed completely, and the blood flow did not significantly improve. Dilatation was performed with an unspecified balloon. Final angiography showed that the stent distended in a good shape, but the blood flow was still not improved. The surgeon considered thrombosis of all four stents. There was no treatment administered for the thrombosis. There was no clinically significant delay in the procedure. No additional information was provided.